Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure and the spare equipment was replaced to treat the patient. There was no patient harm reported .

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer states the customer has denied service to this unit. Customer decided to take unit out of service. If more information is received this complaint will be reopened and updated. H3 other text : customer denied service